Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9599742. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 9924739) was impeded in the middle section of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31691231) and could not advance any further. The physician retracted only the stent; the stent component was still on the delivery wire when it was removed. The physician replaced it with a 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400 / 9599742), but the second stent also had the same issue. The physician attempted to retract the second stent, but the stent component was found prematurely detached from the delivery wire after it was out of the y-connector. The physician removed the microcatheter from the patient and replaced the microcatheter with another from a different manufacturer and replaced the stent with another 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712) to complete the procedure, which was prolonged by about 20 minutes. There was no report of any negative impact on the patient. On (B)(6) 2026, additional information was received. Per the information, the procedure was targeting an aneurysm on the c5 segment of the ophthalmic artery. Continuous flush was maintained. Per the information, there was damage on the first stent, but the type of damage was not provided. The second stent, aside from the reported premature detachment, was fractured. The information confirmed there was no negative impact on the patient and the physician did not consider the reported 20-minute procedure extension to be clinically significant.